Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2018. The ipg was inoperable due to the patient not charging since (B)(6) 2018.

Event description:
Follow up information received. It was reported that the patient has effective therapy after the replacement surgery.